Event description:
Following catheter revision (see manufacturer¿s report # 3007566237-2012-02008), they were unable to aspirate the catheter after it was attached to the new pump. The pump was filled with a new concentration of morphine 3 mg/ml and programmed to deliver 0.18 mg/day. As of (B)(6) 2012, the patient's morphine dose was 1.15 and the patient was reported to be "doing well." The pump was also delivering clonidine.

Manufacturer narrative:
Product ID: 8709, lot# j10873r12, implanted: (B)(6) 2001, product type: catheter. Product ID: 863720, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: pump. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory.

Manufacturer narrative:
Product ID 8709, lot # j10873r12, implanted: (B)(6) 2001, product type catheter; product ID 863720, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type pump; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).